Manufacturer narrative:
The device was returned for analysis. Visual inspection showed that the curve appeared to be curving in the opposite direction expected. The electrode 5 ring had moved distally on the shaft exposing the e5 signal wire and the silver epoxy. The signal wire was not connected to the electrode and the indent in the shaft insulation from where the electrode ring was originally located was visible. There were no tool marks on the electrode ring. Tip motion was evaluated against the curve template; the curve was reversed from what was expected. X-rays did not reveal any obvious anomalies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.

Event description:
Reportable based on device analysis completed on 12jul2019. It was reported that the catheter curve was bad. During an ablation procedure with a viking electrode catheter, the catheter curvature was reversed making the device unusable. No patient complications occurred. Device analysis revealed that electrode 5 had been moved in the distal direction exposing the silver epoxy and electrode 5 signal wire.